Event description:
On (B)(6) 2023, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2023, the patient experienced peritonitis with fluid retention and was transferred to the intensive care unit. On an unknown date, the peritonitis with fluid retention resolved and the patient was transferred back to the ward.

Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.